Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer emitted smoke at the health care facility where it was used. No patient was involved in the event, no adverse effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer did not boot up and a burnt smell was noted, confirming the field observations. The issue was due to a blown component on the input/output printed circuit board (pcb). The pcb was replaced and this resolved the issue. The single-board computer (sbc) pcb was found to be cracked and was also replaced. Additionally, a cable, the touchscreen, and several housing parts were replaced due to normal handling damage.